Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered errors on the integrated electrosurgical unit (iesu) erbe generator. The intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed errors on the iesu. The procedure was converted to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no additional ports or port enlargement that needed to be made for the procedure conversion. The patient tolerated the conversion, and the procedure was completed laparoscopically with the same generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the iesu to resolve errors c-82 at start up. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have error c-33/m-02-3 on start. The complaint was confirmed based on the field evaluation and failure analysis.